Event description:
A surgeon reports observing "debris" on the intraocular lens (iol) optic following implantation. Enlargement of the incision was required to accomodate removal of the lens. Additional information has been requested.